Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04aug2020.

Event description:
It was reported that the ventilator's touchscreen would not calibrate during set up. There was no patient involvement. The customer troubleshot with technical support and was advised to replace the touchscreen.

Manufacturer narrative:
G4: 29sep2020. B4: 30sep2020. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. A supplemental report will be submitted if new information is obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.